Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer had initially reported complaint for error messages (e-2 and e-5). During the call, a blood test was performed by the customer that produced test result of hi using true metrix meter. Per the customer she is trying to get her blood glucose under control. Customer stated she was going to administer insulin to bring it down. The customer's expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Per customer, the product is stored according to specification; customer stated she received the meter today during a doctor's appointment. The test strip lot manufacturer¿s expiration date is 01/31/2027 and per the customer the test strips were opened on the day of the call. The meter memory was not reviewed for previous test result history.